Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was upgraded with fmi 15059 and this resolved the issue. The system was then found to be operation gas intended.

Event description:
The customer reported the system was not saving any images. There is no report of pt injury.